Event description:
Patient reported they have provided a letter of recommendation. In the letter the dentist states they recommend a complete assessment and continued orthodontic treatment with a local orthodontist to monitor early stage of periodontal disease. As mentioned in a recent statement from the FDA, remote orthodontics are contraindicated for patients with periodontal disease as it may worsen the condition.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Investigation results: DHR review completed and no anomalies noted. Device not returned.